Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: if possible, please confirm the lot number: it is not sure if the lot number provided is the correct lot number. Was the needle retrieved during the same procedure?: yes. Was there any additional tissue damage as a result of searching for the needle?: no. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown pediatric cardiovascular surgery on an unknown date and suture was used. After finishing suturing the needle, tying the suture, grasping the suture with forceps, cutting the suture, and returning it to a scrub nurse, the surgeon noticed that the needle was not attached. The surgeon looked around but could not find it, so he took a CT and confirmed that the needle was behind the patient's heart and removed it. There was no problem with the patient¿s condition. There were no adverse consequences to the patient. Additional information was requested.